Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap autosv adv device was returned to a third-party service center as with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail contamination, and no error code displayed/present in the device logs. The device was scrapped by the service center after the evaluation was completed.